Event description:
It was reported that on (B)(6) 2021 the patient underwent percutaneous coronary intervention (pci). Access was done with a 6fr guide catheter and rotablation and a cutting balloon was used due to the heavy calcification. Pre-dilatation was performed with a non-compliant balloon and the 3.5x28 mm xience skypoint stent was implanted in the heavily calcified, moderately tortuous proximal left anterior descending (lad) coronary artery at 8 atmospheres. Three anti-platelets (prasugrel, aspirin, and doac) were prescribed upon the pci. One month follow up was performed on (B)(6) 2021 and there were no reported deficiencies or patient effects at that time. Reportedly, the patient was found expired by police on (B)(6) 2021. No anti-platelet was prescribed when the patient died. Dual anti platelet therapy (dapt) was discontinued by one month after the pci because of the allocation to the clinical study, and only one anti-platelet was prescribed. The relationship between the xience skypoint stent and the patient death is unknown and unable to be denied. There was possible stent thrombosis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of thrombosis and death are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B5: additional information received.

Event description:
It was reported that on (B)(6), 2021 the patient underwent percutaneous coronary intervention (pci). Access was done with a 6fr guide catheter and rotablation and a cutting balloon was used due to the heavy calcification. Pre-dilatation was performed with a non-compliant balloon and the 3.5x28 mm xience skypoint stent was implanted in the heavily calcified, moderately tortuous proximal left anterior descending (lad) coronary artery at 8 atmospheres. Three anti-platelets (prasugrel, aspirin, and doac) were prescribed upon the pci. One month follow up was performed on (B)(6) 2021 and there were no reported deficiencies or patient effects at that time. Reportedly, the patient was found expired by police on (B)(6), 2021. No anti-platelet was prescribed when the patient died. Dual anti platelet therapy (dapt) was discontinued by one month after the pci because of the allocation to the clinical study, and only one anti-platelet was prescribed. The relationship between the xience skypoint stent and the patient death is unknown and unable to be denied. There was possible stent thrombosis. Subsequent to the initially filed report, the following information was provided: the patient had a history of atrial fibrillation and was prescribed edoxaban as doac medication at the time of the procedure and it was continued until the time of death. It is not known whether the patient actually took it. No additional information was provided.